Event description:
The digital portable has a tether connecting the plate to the device. The radiology technician did not remove the plate from underneath the patient prior to moving the portable x-ray equipment away from the bedside. The plate pulled from the bed with the patient still on it. The patient fell 2-3 feet and landed flat on the lambs wool cover and the x-ray plate. The patient was also inadvertently extubated upon falling. We were planning on extubating the patient that morning. The patient was breathing comfortably and skull films looked fine. Head CT showed no displaced fracture and a small right scalp hematoma in the right vertex posteriorly. A possible equipment solution would be that a drive circuit would limit the ability to move the portable if the detector was not in its storage compartment. Another solution might be to have software that prevents moving the system after an x-ray until the operator answered a question about taking the plate out from behind the patient.